Manufacturer narrative:
The pump was received with detached end cap. Unable to perform displacement test due to no button response. The pump was received with loose and or protruded drive support disk, cracked reservoir tube lip, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corner and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was broken at the bottom. The customer's blood glucose level was 95mg/dl. The customer states they tried to change out reservoir and notice bottom part of the pump was dangling and hanging by wiring. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.